Manufacturer narrative:
The issue of the unit stopping suddenly during transport was reported in error. Discussion with the technician confirmed that the unit did not have this issue.

Event description:
It was reported the bed would intermittently stop moving during patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the bed would intermittently stop moving during patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.